Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via company representative (rep) regarding a patient receiving baclofen (2000mcg/ml, 206.1mcg/day) via implanted infusion pump. It was reported that the patient had a pump replacement on (B)(6) 2024 and on (B)(6) 2024, there was a change in patient symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The rehab clinic interrogated pump and the dose was reduced 10%. It was unknown if the issue had resolved at the time of the report. It was reported that the hcp stated the patient was not doing well and was unsure if it was an issue with pump or infection. The pump replacement on (B)(6) 2024 was due to elective replacement indicator (eri). The patient's status at time of report was alive - no injury. The patient's weight was asked, but would not be made available. It was further reported that there were no issues with the pump when it was interrogated. There was no pump issue, but it was unknown if there was an infection. The patient was admitted to the hospital.

Event description:
Additional information was received from a company representative (rep). It was reported that the patient had an infection. The infection was treated with antibiotics and the symptoms resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.